Manufacturer narrative:
This event is being reported to the FDA in an abundance of caution due to the allegation that the patient developed pressure sores while using the wheelchair, which required medical intervention by a health care professional to preclude death or serious injury. There was no alleged deficiency/malfunction with the wheelchair. Pressure sores are injuries to skin and underlying tissue, resulting from pressure on the skin when resting in a position for an extended period and can occur regardless of the resting surface being used. Development of pressure ulcers is multifactorial. In addition to pressure, primary external causes include friction and shear. Individual risk factors play a key role in increasing the end user¿s susceptibility to pressure sores, examples include but are not limited to: end user size, weight, immobility, lack of sensory perception, incontinence, medical conditions affecting blood flow, poor nutrition and poor hydration. The management, treatment and prevention of pressure ulcers should be individualized and depends on the end user¿s medical history, risk factors and physical status. In all cases care is pivotal in pressure ulcer prevention. Education, clinical judgement and action based planning based on vulnerability are fundamental factors in the prevention and treatment. It is very important for the end user to reposition themselves, or to be repositioned, on a regular basis. It is the standard of care that the end user¿s condition should be monitored frequently, and the care plan should be reviewed regularly by caregivers adjusting for changes of the end user¿s condition and environmental factors.

Event description:
The end-user¿s son called stating that he needs 90-degree front riggings for his father's trsx5 wheelchair. The patient has diabetes and, contractions. He has developed a pressure sore on his ankle because he keeps hitting it on the fork due to no front rigging. The patient also has developed pressure sores on his hips because he is sitting in the wheelchair all day. He is being treated by his dr. For the pressure ulcers and has had surgery to clean them out.